Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 356 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No battery out limit alarms noted. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No c13 isolated tape damage noted on lcd board. The insulin pump low reservoir alarm feature was programmed at 20 units, after delivering several boluses and with 20 units left on the display the insulin pump alarmed low reservoir. No low reservoir alarms anomalies noted. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.